Event description:
The patient reported high bg over 300mg/dl and it was addressed by correction injection via mdi and had inserted the infusion set at wrong site.

Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.